Event description:
A button issue was reported with the adc device. Customer reported a slow response with button and stated the "the problem with the button presses several times to turn on." As a result of this issue, customer was unable to monitor glucose levels and experienced symptoms of hypoglycemia described as "sugar drop to 41, flooded with sweat, aggression," a loss of consciousness and was unable to self-treat. Customer had contact with a third-party (wife) who provided glucagon injection as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the adc device. Customer reported a slow response with button and stated the "the problem with the button presses several times to turn on." As a result of this issue, customer was unable to monitor glucose levels and experienced symptoms of hypoglycemia described as "sugar drop to 41, flooded with sweat, aggression," a loss of consciousness and was unable to self-treat. Customer had contact with a third-party (wife) who provided glucagon injection as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's report of "about 2 weeks ago". All pertinent information available to abbott diabetes care has been submitted.